Event description:
The clinician reported that on the day of attempted placement of the dental implant in ada site 7 in the patient's mouth, the implant did not achieve primary stability. The clinician did not place another implant successfully in this site on the surgery date. The clinician reported the patient's inadequate bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.